Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h4, h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be determined, however it is likely a scratch on the cable led to the malfunction, resulting in cable failure and noise on the image. The event can be prevented by following the instructions for use which state: ¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be disconnected. ¿ do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be disconnected. ¿ while using, hold the camera head, not camera cable and operate the endoscope. The camera cable could be disconnected. ¿ never fix the camera cable using such as pean forceps. The camera cable could be disconnected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a noise was generated. And camera cable flaw. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a noise occurs with the camera head. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image noise (image cannot be seen) due to cable failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.